Event description:
It was reported that the patient was in the ER (emergency room) having chest pain. It was also reported that atrial lead has possible undersensing on ahr (atrial high rate) episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.